Event description:
It was reported that the patient received two inappropriate shocks due to the right ventricular (rv) lead being pulled back into the right atrial. The rv lead was re-positioned. It was noted the lead was later removed and replaced with a longer lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrm, defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.